Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis after a use error occurred with an unknown transfer set. The patient reported the caregiver had been cleaning the transfer set with lysol. There were no cracks or leaks noted on the transfer set. It was not reported if the patient was hospitalized for the peritonitis. Treatment for the event was not reported. The patient outcome was not reported. Pd therapy was discontinued, the pd catheter was removed, and the patient was transferred to hemodialysis. The patient reported that they are aware not to use the cleaning product any longer. No additional information is available.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.